Manufacturer narrative:
The investigation determined that discordant vitros anti-sars-cov-2 total (cov2tot) results were obtained from two different patient samples processed using vitros cov2tot reagent lot 0012 on a vitros 3600 immunodiagnostic system. A definitive assignable cause for the discordant non-reactive results could not be determined. Based on historical quality control results a vitros cov2tot reagent performance issue is not a likely contributor to the event as all vitros quality control (qc) fluid results were within the correct instructions for use (IFU) interpretation region. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0012. Additionally, there is no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. In addition, it was not possible to establish if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Furthermore, it was established that the samples were for product evaluation/comparison testing and had been through multiple freeze thaw cycles, outside of the guidance in the vitros immunodiagnostic products anti-sars-cov-2 total reagent pack IFU that details no more than one freeze thaw cycle. Additionally, the homogeneity of the samples tested cannot be ruled out as a possible cause of the discordant results as varying results were obtained on different days from the same samples. There is no evidence the vitros cov2tot assay malfunctioned. However, ortho is conservatively reporting these results as false negative vitros cov2tot results. A definitive assignable cause could not be determined.

Event description:
A customer obtained discordant vitros anti-sars-cov-2 total (cov2 tot) results from two different patient samples processed using vitros cov2tot reagent lot 0012 on a vitros 3600 immunodiagnostic system. Patient 1 result of 0.78 s/c (non-reactive) versus the expected result of reactive. Patient 2 result of 0.96 s/c (non-reactive) versus the expected result of reactive. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant vitros cov2-tot results were tested during validation/method comparison testing, and were not reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).